Manufacturer narrative:
(B)(4).

Event description:
Customer reported texium cap leaking during chemo infusion at connection between texium and the infusion set. Approx 5 ml leaked when half of the 100 ml bag had been infused. Set was discarded and is not available for investigation. No additional info is available.